Manufacturer narrative:
Correction to the initial MDR in blocks h6 patient codes and h6 impact codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced cardiac tamponade. Transseptal puncture was achieved and the faradrive sheath was advanced into the left atrium. Prior to inserting any additional devices into the patient, it was noted that their blood pressure dropped. A pericardial effusion was identified via intracardiac echocardiography (ice). A pericardiocentesis was performed; however, surgery was still called. In the lab a surgeon performed a pericardial window procedure, and a thrombus was removed from the pericardial sac. The ablation procedure was cancelled at this point and the patient was transferred to the intensive care unit for recovery. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was noted that "asystole compressions" took place at some point for the patient's complication, but it was not specified when this occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, the patient experienced cardiac tamponade. Transseptal puncture was achieved and the faradrive steerable sheath was advanced into the left atrium. Prior to inserting any additional devices into the patient, it was noted that their blood pressure dropped. A pericardial effusion was identified via intracardiac echocardiography (ice). A pericardiocentesis was performed, and then a cardiothoracic (CT) surgeon arrived. In the lab, a surgeon performed a pericardial window procedure and a thrombus was removed from the pericardial sac. The ablation procedure was cancelled at this point and the patient was transferred to the intensive care unit (ICU) for recovery. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was noted that "asystole compressions" took place at some point for the patient's complication, but it was not specified when this occurred.